Manufacturer narrative:
A manufacturer representative tested the equipment at the site. Both trackers on the system were recalibrated, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during calibration verification, the imaging system¿s trackers were not accurate. There was no patient present when this issue was observed.